Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an auto fail issue. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
(Type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 event site postal code - 5011, event site state - sa corrected fields- d5, g2 a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the safety disk and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.